Event description:
The patient used the plantar air pressure pump on (B)(6) , twice a day according to the doctor's advice, to prevent venous thrombosis in the lower extremities. After 5 minutes of use, the air pump issued an abnormal sound alarm, and the patient reported that the sense of pressure weakened. Tested the machine, and it was running normally, the pressure shoe cover leaked air, replaced the sole of foot shoe cover immediately, the pressure returned to normal. Explained the communication to the patient, and the patient expressed the communication, without causing adverse effects to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).